Event description:
Customer reported a touch screen error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ir remote receiver cover. The cover had been sitting on the touch screen circuit board. System operates as intended.